Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon catheter removal difficulties and a shaft break occurred. Vascular access was obtained with a contralateral approach. The 90% stenosed target lesion was located in a severely tortuous superficial femoral artery (sfa). A 4.00mm/1.5cm/140cm small peripheral cutting balloon&#10263;as selected to perform pre-dilation in the target lesion for a percutaneous transluminal angioplasty. After dilatation was performed, it was noted that bifurcation was severe. The balloon got stuck and the shaft of the device was separated. The remained balloon was removed using a snare. The procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two sections due to a break in the midshaft extrusion. An examination of the balloon found that the balloon was not refolded. No issues were noted with the blades or with the tip profile. The catheter midshaft was broken at 10.2cm proximal to the guidewire exit port. The midshaft was also severely stretched and kinked at several locations along its length. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon catheter removal difficulties and a shaft break occurred. Vascular access was obtained with a contralateral approach. The 90% stenosed target lesion was located in a severely tortuous superficial femoral artery (sfa). A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected to perform pre-dilation in the target lesion for a percutaneous transluminal angioplasty. After dilatation was performed, it was noted that bifurcation was severe. The balloon got stuck and the shaft of the device was separated. The remained balloon was removed using a snare. The procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient status was good.